Event description:
Pateint was in for open reduction internal fixation of the left ankle. Drill bit broke in tibia as surgeon was drilling in prepartion for placing screws and plates. Surgeon determined that to go after the piece would cause the patient more harm than good.